Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went to fire the first device on the cystic duct a lot of clips fell out of the device jaws and fell into the pt. They were retrieved with graspers. A second device was used and the clips would not bend/form around the vessel. A third device was pulled and used; those clips would not bend/form around the vessel either. The procedure was completed with a different device. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw and cam ramp the analysis results of device (a) found that it was received with the jaw and cam ramps disengaged, empty and with the orange indicator not completely visible. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. It is known form the history of the device that the found condition of the jaws may lead dropping or ejected clips. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Device b and c batch #: g9jz5j; mfg date: 4/23/2010; exp date: 3/23/2015. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.